Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non-specific product performance issue. It was successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non-specific product performance issue. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead exhibited loss of capture therefore, surgical intervention was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.